Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system developed an infection (wound dehiscence). It appears the patient has a possible metal/irritant from titanium. The boston scientific field representative was not aware of the outcome with regards to the infection treatment. The field representative noted that boston scientific is not usually contacted by the center when extractions occur.